Event description:
The customer reported that the device locks up during opcheck when the charge button is pressed. Reloading of software did not resolve the issue. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.